Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump battery depletion happened in (B)(6) of 2016 the patient wasn't entirely sure. It was stated that the battery depletion was expected. The patient experienced withdrawal after the battery had died. The patient became confused at first the couldn't remember anything for several weeks. It was stated within a few weeks of going without morphine the patient had a heart attack. The patient switched doctors. It was stated no steps were taken to resolve the battery depletion. The patient's new doctor prescribed the patient oral medication. No further complications were anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving a unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported the pump battery died. Patient stated she is on oral medications. No patient symptoms reported. No further information was known at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.